Event description:
The customer reported a fluid leak containing cleaner/diluent involving coulter lh 750 hematology analyzer. The customer stated the latron control was out of range. Patient results were not affected. The customer wore gloves and a laboratory coat. There was no exposure to open wounds or mucous membranes. There was no injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2011. The fse discovered the tubing through valve vl 3a was cut and replaced the tubing. The fse replaced some solenoids to resolve the latron controls as they were out of range. The fse performed repair verification per the established procedures. The unit conformed to the manufacturer's performance specifications.